Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: (procedural images show a calcified and tortuous target vessel with poor distal flow). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. The 1st proximal stent segment was flared. The 8th proximal stent segment was raised and deformed. Procedural images provided for review show a calcified and tortuous rca with poor distal flow. Numerous pre-dilations were performed on the distal rca with non-uniform expansion of the balloons. There appears to be a dislodged stent just distal to the guide catheter which is crushed against the vessel wall (make and model unknown). Another stent, possibly the integrity stent, appears to be attempted to be advanced past the tortuous proximal portion of the vessel, however is unsuccessful.

Event description:
The physician intended to implant a 3.0 mm diameter x 15 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in a pt. The attempt to deliver the device was unsuccessful and a flared stent strut was observed. Pt status post procedure was ok and no clinical sequelae were reported. The physician reported that the stent dislodged from the stent delivery system, however, the device was returned to the manufacturing facility and the stent remained crimped on the balloon.